Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
After an immediate tooth extraction and bone graft in ada site 15, the clinician reports the implant failed upon insertion due to a lack of torque. Pain and an infection were noted. The implant will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
After an immediate tooth extraction and bone graft in ada site 15, the clinician reports the implant failed upon insertion due to a lack of torque. Pain and an infection were noted. The implant will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).